Event description:
While attempting to peel away the safesheath that was used to introduce the implanted pace maker lead into the left subclavian vein, the sheath broke inside the body. It took several difficult attempts with iris scissors and the sheath still continued to break off in little sections. The sheath was finally removed leaving no remnants behind. Outcomes attributed to adverse event: none.